Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) slowed down during withdrawal, and the tip of the device became detached during pull-back of the oad following three treatments at low speed in the circumflex artery. The tip detachment was confirmed via angiography. Withdrawal of the guide wire successfully removed the tip of the oad from the patient without need for additional intervention. The remainder of the procedure was completed, and the patient remained stable.